Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was sitting on her couch. The customer also reported that the freedom driver displayed a cardiac output (co) of 6.6, fill volume (fv) of 49.9, and a beat rate (br) of 134. The customer also reported that the fault alarm occurred when the patient covered the driver with a pillow covering to "dull the noise." The customer also reported that the fault alarm would not reverse despite changing out the onboard batteries and while the freedom driver was connected to external wall power. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components of the driver revealed no abnormalities. The electronic data result of "bottom pressure too low" is indicative of a potentially failing u22 pressure sensor on the main pcba (printed circuit board assembly) and is consistent with the alarm that the customer experienced. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a corrosion of the internal bond wires within the u22 pressure sensor. Syncardia has initiated a corrective action (CAPA) to address the issue of u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. Despite the corrosion of the u22 pressure sensor's internal bond wires, the driver passed all cardiac output, right atrial pressure (rap), aortic pressure (aop), pulmonary arterial pressure (pap) and left atrial pressure (lap) performance metrics associated with nominal normotensive and hypertensive settings during incoming functional testing. The customer reported issue poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The driver was serviced, which included the replacement of the main pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was sitting on her couch. The customer also reported that the freedom driver displayed a cardiac output (co) of 6.6, fill volume (fv) of 49.9, and a beat rate (br) of 134. The customer also reported that the fault alarm occurred when the patient covered the driver with a pillow covering to "dull the noise." The customer also reported that the fault alarm would not reverse despite changing out the onboard batteries and while the freedom driver was connected to external wall power. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.